Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Problem associated with the incompatibility of two or more devices while being operated in the same use environment thereby leading to a dysfunction of more than one device. A component designed to install something or distribute something in a systematic way. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for descending aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag) and a gore® tag® conformable thoracic stent graft with active control system (ctag-ac) (proximal tgu454515j, distal tgmr373715j). After placement of the both devices, there were bird-beak configurations at the proximal and the distal ends of tgu454515j, but no endoleak was noted. On an unknown date, a follow-up computerized tomography showed an endoleak (suspected type iii endoleak from the connection site of the ctag and ctag-ac) and additional procedures were indicated. On (B)(6) 2021, an abdominal aortic replacement (including left and right renal, celiac, and superior mesenteric arteries) was firstly performed because the patient also had thoracoabdominal aortic aneurysm. On (B)(6) 2021, an additional implantation of ctag-acs was performed to resolve the endoleak. A proximal tgm454520j was placed at the same level of the previous ctag-ac. A distal tgmr373720 was placed with 3 cm overlap and the distal end was extended into the abdominal graft. After the procedure, no endoleak was noted. The patient tolerated the procedure.